Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, d9, e3, g6, h2, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-nov-2022 to 27-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not showing medication for a patient. The customer stated that the issue was resolved on the hospital information technology side. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis medstation es system not showing medication for patient, prevented the user from removing medication for a patient, impacting patient care. Customer is able to see the patient in the pyxis but the medications were not showing up. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was not showing medication for a patient. The customer stated that the issue was resolved on the hospital information technology side. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation es system not showing medication for patient, prevented the user from removing medication for a patient, impacting patient care. There were no adverse events or injuries reported based on this event.